Manufacturer narrative:
Unit passed functional testing including the rewind, basic occlusion test, occlusion test, prime, excessive no delivery test and displacement test. Unit received with corrosion at battery tube and battery cap contact. Unit received with cracked case at display window corners and battery tube threads. Unit received with minor scratched display window. Unit received with intermittent buttons due to corroded keypad traces. No unresponsive button anomaly noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer's insulin pump was unresponsive without prior alarms. Customer's blood glucose was 130 mg/dl. No additional information provided.